Manufacturer narrative:
The device was evaluated by olympus. The evaluation found foreign material exiting from the air/water nozzle and it was determined the scope was incorrectly or insufficiently reprocessed. Additional evaluation findings are as follows: 1.) Gap of adhesive on the a-rubber; 2.) Control knob problem; 3.) Insufficient water to clean lens due to clogged nozzle; 4.) Insufficient air to clear water from objective lens due to clogged nozzle; 5.) Insulation malfunction; 6.) Conduction failure of scope exterior. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model gif-hq290, evis lucera elite gastrointestinal videoscope to olympus for repair due to a report of "insertion tube issues." Upon inspection and testing of the returned device, foreign material was found exiting from the air/water nozzle and it was determined the scope was insufficiently or incorrectly reprocessed. This report is submitted due to the foreign material found exiting from the air/water nozzle and incorrect or insufficient reprocessing of the scope. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: an accessory which was used in combination with the subject device (water container, a/w valve or the like) was broken and entered the a/w channel. A definitive root cause cannot be identified. This issue is covered in the instructions for use: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscopic system. Inspection of ancillary equipment. To prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. The following table shows the possible causes of and countermeasures against troubles that may occur due to equipment setting errors or deterioration of consumables. Olympus will continue to monitor the field performance of this device.